Event description:
The directions were followed to perform the test. It stated to wait up to 3 minutes for pregnancy results. At 3 minutes the results were negative. After 3 minutes the results turned positive. Patient was determined to be pregnant using quantitative hcg testing in the laboratory. This is one of many of the same issues with these tests.======================manufacturer response for genzyme osom combo pregnancy test kit, osom (per site reporter).======================the manufacturer asked that urine sample be sent to them for analysis.